Event description:
Hospital only provided that this ra lead was capped during a pacemaker change out because it failed during the change out. No other information was provided. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.